Event description:
The patient received two leads with the same lot number. It was reported, the patient experienced a headache after the implant of the scs system which was relieved by lying down. It was reported, the physician suggested for the patient to rest and stay hydrated. The next day, the headache had not gone away and the patient went to the emergency room. It was reported a dural puncture was not confirmed, but a blood patch was performed at the hospital. It was reported the headache resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.